Event description:
On apr 15, 2008, the distributor reported that during a minimal invasive surgery, the tip of the kerrison ronguer broke. The surgeon retrieved the broken pieces from the wound. The surgeon finished the case by using the other kerrison that was in the kit. There was no reported surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.